Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages resulting in a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of a total power failure alarm and multiple occurrences of system fault (sf180) alarms. However, there was no evidence of the reported system fault (sf74) occurring in the device. Review of the battery logs and performance testing determined that the internal battery was defective. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported device events were due an isolated component failure within the battery assembly. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).